Event description:
On (B) (6) 2009, (B) (6) male to surgery for removal of a spinal cord neurostimulator electrode and removal of the spinal neurostimulator generator. Surgery was indicated secondary to presumed nonfunctioning of the device. By way of history, (B) (6) has had a "long and complicated spinal history. He had undergone anterior cervical fusion and l5-s1 lumbar fusion, has had multiple orthopedic injuries and procedures, and had placement of two spinal cord stimulators." The first stimulator was placed on (B) (6) 2006 at another facility in (B) (6). On (B) (6) 2008, this stimulator was ultimately removed and a second spinal cord stimulator was placed in (B) (6). (B) (6) reports severe low back pain radiating into the left buttock and down the back of the left leg in what appears to be an l5 or s1 distribution with associated numbness. He also describes pain in the right buttock where the generator was placed. He has severe left sided thoracic and lumbar pain. He also describes neck pain primarily radiating into the right shoulder with right greater than left arm pain and numbness.